Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had inaccurate sensor readings. It was stated that the blood glucose value was 11.5 and 12 mmol/l and sensor glucose was 9. It was also reported that the insulin pump went into threshold suspend due to the sensor discrepancies. Sensor reading that triggered the suspend was 2.7 or 3.6 when blood glucose value was 16 mmol/l. The customer treated with a bolus and troubleshooting for high blood glucose was declined. They were advised about insertion and calibration best practices. The sensor will not be returned for analysis.